Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt needed an MRI, but when  patient services (pss)went over using programmer to connect to ins, pt said their ins wasn't working. Pt clarified about a year ago the pt couldn't get the ins to charge anymore. Pt said they were waiting to have surgery to have the ins removed (pt mentioned they were supposed to have the surgery on january 6th). Pt said they went to the va, but their doctor wasn't there anymore so they were sending the pt to an outside doctor to have the ins done. The patient was redirected to their healthcare provider to further address the issue and address MRI eligibility/request.